Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: it was reported that handpiece mics no power,couldn't pass the verification.these mics could install on the mako robot, but couldn't pass the verification. We replace the mics to finish procedure. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Although a picture of the device was provided but nothing relevant to the current event could be determined from it. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no k0992 and accepted into final stock on 03/03/2017. No non- conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0992 shows 04 additional complaints related to the failure in this investigation. Complaint pr: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc(B)(4) and CAPA 1450904. H3 other text : device not returned.

Event description:
Handpiece mics no power,couldn't pass the verification.these mics could install on the mako robot, but couldn't pass the verification. We replace the mics to finish procedure. Update: 10 min surgical delay.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Handpiece mics no power, couldn't pass the verification. These mics could install on the mako robot, but couldn't pass the verification. We replace the mics to finish procedure. Update: 10 min surgical delay.